Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Connection of the bending section was separated at 106mm from the distal end, a-rubber tore, exposing the inside. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is highly likely that the events were due to third-party repair. The white ¿olympus¿ logo printed at the base of the insertion section was missing. The components of two locations were analyzed: black glue applied to the connection between the distal end and a-rubber, and the black glue applied between the separated bending section. As a result, components found in epoxy-based glue were detected in both, which did not match those in additive components in the glue we use. It was confirmed that since color of glue applied between the bending section we use is originally white, the color is also different. Based on these confirmation results, we judge that the insertion section used for the actual item is not our parts, but the ones provided by third-party. The event can be prevented by following the instructions for use which state: to prevent recurrence of the event, please be sure to read the following precautions in IFU operation manual ¿important information ¿ please read before use¿ and inform the user to refrain from having repair made by anyone other than those authorized by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
While under sedation for a diagnostic colonoscopy it was difficult to progress the scope past the sigmoid. The patient was given buscopan and 3 positions changes but the difficulty persisted. Upon withdrawal of the scope, a large tear in the outer skin of the colonoscope in the distal bending end was noted as well as a bowel perforation which was closed using 5 x 16mm endoclips with good approximation. The patient was transferred to recovery and given IV antibiotics along with an urgent computed axial tomography scan. The patient's current condition was reported to be stable.